Manufacturer narrative:
The technician found the caster stem would not adjust due to the stem being bent. The technician replaced the brake/steer to repair the bed.

Event description:
Information received indicates the brake/steer caster rolls slightly when brake is set.